Event description:
It was reported that a pt underwent an open repair of a multiple defect supra-pubic incisional/ventral hernia on (b) (46 2010. The mesh was placed intraperitoneally. Post-operatively, the pt developed a hematoma on (B) (6) 2010. The hematoma was drained/evacuated. The event stop date is (B) (6)2010. The event is resolved. The wound discharge summary dated (B) (6) 2010 also notes hematoma. No additional info was provided.

Manufacturer narrative:
(B) (4) - hematoma occurred: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.